Event description:
Clinical study. It was reported that 171 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.6x25mm, 80% stenosed lesion located in the proximal left anterior descending artery (prox lad). The physician treated the target lesion with predilation and successful placement of a taxus liberte' 3.00x28mm drug eluting stent. The stent was also post dilated. The post-procedure target lesion had 0% diameter stenosis. There were no reported complications. The patient was discharged 2 days later on aspirin and plavix. About 171 days after the implant procedure the patient required a tvr for 80% proximal edge in-stent restenosis in the target lesion. The physician treated the lesion with angioplasty balloon and placement of another taxus liberte' stent. The post-treatment lesion had 0% diameter stenosis. In the opinion of the physician, the relationship of the tvr to the taxus liberte' stent is definitely. This product is only ous approved but is still similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.